Manufacturer narrative:
H6: medical device problem code 2017-re-insertion. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the left anterior descending artery (lad). After pre-dilatation with a non-abbott device the 3.5x38mm xience skypoint drug eluting stent (des) was advanced; however, failed to cross the lesion due to the calcification. The des was removed and reinserted after additional dilatation was performed but was unable to cross the lesion and a bend was noted in the shaft. After the second removal a severe perforation was noted, and two non-abbott stents were deployed to treat the perforation. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of perforation is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. The des was removed and reinserted after additional dilatation was performed but was unable to cross the lesion and a bend was noted in the shaft. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.